Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of hemolok become slanted when applying hemolok clip. Resulting in applier stuck in trocar.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was evaluated and no irregularities were found. This instrument was produced at the tecomet, inc. Kenosha , wi facility as part of a (B)(4) pc. Lot in (B)(6)2018 . Evaluation of the returned instrument shows that this instrument has been repaired previously since it has repair lot coding of r-12-19 on the lower end of the proximal handle and the laser marking location of the lot number and serial number has been re-located to the outer tube assembly just in front of the knob assembly which is not to teleflex print specifications. Further evaluation of the returned instrument shows the tips are loose and misaligned and the jaw pivot pin is pushed thru one side of the outer tube assembly. We are able to validate this complaint since it is unusable in its current state. We are unable to determine what caused the tips of this device to be loose and misaligned and for the jaw pivot pin to be pushed into one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the tip of hemolok become slanted when applying hemolok clip. Resulting in applier stuck in trocar.